Manufacturer narrative:
There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available. H6: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, insufficient information. These devices are used for treatment not diagnosis.

Manufacturer narrative:
Investigation results - the most likely cause for the revision reported due to prosthesis wear is a combination of risk factors including, use error, implant positioning, implant size selection, and patient factors may have also been a contributing factor to the early prosthesis wear. However, this is not confirmed, the devices were not returned. These devices are used for treatments, not diagnosis. There is no other information available.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported via a legal notification, that a male patient, initial left hip implanted with a connexion gxl® liner 36 mm on (B)(6) 2014, underwent a ¿painful and risky right hip replacement revision surgery¿ procedure on (B)(6) 2022, to remove the defective gxl liner. The plaintiff has endured and continues to endure a painful recovery and rehabilitation process from his revision surgeries. No further information.

Event description:
It was reported approximately 104 months after a left total hip replacement the patient underwent a revision procedure to address prosthesis wear. A revision op report was provided. Post op diagnosis noted left total hip arthroplasty with poly failure with osteolysis. Intraoperatively the surgeon observed effusion which was noted to be non-purulent and no metallosis present. Once the femoral neck and acetabulum were exposed, the surgeon observed deformation of the superior aspect polyethylene and it was noted that there was no breach of the polyethylene, therefore, no metal on metal and no evidence of impingement or metallosis. The surgeon observed two acetabular cysts within the holes of the acetabular cup that were bone grafted and filled. The femoral stem was noted to be well fixed but showed evidence of some proximal osteolysis. No surgical or medical interventions were reported. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. D10: (B)(6) 120-65-30 - bone screw 6.5mm dia x 30mm long. (B)(6) 148-36-00 - 12/14 zirconia head 36mm rep by 170-36-00. (B)(6) 186-01-52 - integrip cc, cluster 52mm, g2. (B)(6) 164-02-14 - element-stem, collarless w/ha, high offset, sz 14.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Based on the available information, the patient involved in (B)(4) meets the following risk criteria for early prosthesis wear as specified in the hhe: combination of largest available femoral head and/or thinnest available acetabular liner was used, and implanted. The most likely underlying cause for the revision due to early prosthesis wear reported in (B)(4) is a combination of risk factors specified in hhe2020-09-11-02. However, this cannot be confirmed from the reported information and the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.